Event description:
It was also reported that the patient engaged in twiddler's syndrome.

Manufacturer narrative:
Final analysis found the proximal insulation abraded at 40 cm from the connector pin due to friction with another implanted device. The abrasion caused the reported oversensing.

Event description:
It was reported that the lead exhibited oversensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun